Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. At the time of the report with tandem technical support the touch screen was functioning as intended. Customer¿s blood glucose level was 183 mg/dl.